Event description:
It was reported in an article from the journal of vascular and interventional radiology (jvir) titled " systematic review of the use of retrievable inferior vena cava filters " that pulmonary embolism (pe) was identified in 9 patients and thrombosis was identified in 45 patients. The filter was unable to be removed in 11 patients due to filter clots and substantial clot was identified in additional 16 patients. The status of the patients and intervention details were not provided.

Manufacturer narrative:
H10: journal article citation: angel, l. F., tapson, v., galgon, r. E., restrepo, m. I., & kaufman, j. (2011). Systematic review of the use of retrievable inferior vena cava filters. Journal of vascular and interventional radiology, 22(11). Https://doi. (B)(4). Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. The root cause could not be determined based upon available information. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: angel, l. F., tapson, v., galgon, r. E., restrepo, m. I., & kaufman, j. (2011). Systematic review of the use of retrievable inferior vena cava filters. Journal of vascular and interventional radiology, 22(11). Https://doi.org/10.1016/j.jvir.2011.08.024.

Event description:
It was reported in an article from the journal of vascular and interventional radiology (jvir) titled " systematic review of the use of retrievable inferior vena cava filters " that pulmonary embolism (pe) was identified in 9 patients, significant migration was identified in 23 patients, and thrombosis was identified in 45 patients. The filter was unable to be removed in 11 patients due to filter clots and substantial clot was identified in additional 16 patients. The status of the patients and intervention details were not provided.